Event description:
During 2005, exam type ii endoleak was noticed. Last CT seven months later, showed type ii endoleak and relatively stable aaa size. No medical intervention has yet occurred.

Manufacturer narrative:
Notification of endoleak was rec'd as feedback on a mailing sent 07/06 to physicians who follow ancure pts.